Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No pump error alarms noted during testing. No unexpected pump error hardware low level failure alarm alarms noted during testing however, pump error hardware low level failure alarm (variable oe) was found in the formatted history file due to hardware error (hse clock timeout). Problem isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.